Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared a battery status of end of life (eol) due to extended charge times. It was reported that the physician has opted not to change this device out for the time being. No adverse patient effects were reported. Additionally, this bi-ventricular device only had an right ventricular lead being used.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.